Event description:
During procedure monopolar curved scissors (hard shears) #420179 was used and electrical arc was observed to uterus by pa and physician.scissor and tip were removed. A round hole was seen by scrub technician and circulator in tip cover. We put new tip cover accessory on scissor, no hole was observed and we continued with procedure, without difficulty (slight burn to uterus from arc, but uterus removed in scheduled surgical procedure), so no harm was done to patient.qa performed a FDA maude database search for similar reported problems across the united states. We found many reports regarding tears and holes in the monopolar tip cover insulator accessory part # 400180 used with the curved scissors which resulted in some situations arcing or energy being delivered to unintended nearby tissue. Intuitive surgical had sent a customer safety notice letter in october 2011 to customers with safety recommendations and suggestions to prevent this situation from occurring. The main bullet points from the letter to minimize this risk are:*avoid instrument collisions.*carefully install the tip cover.*straighten wrist prior to removal.*inspect cannula prior to use.*do not exceed maximum monopolar cautery settings.*only use validated esus.*be aware of critical anatomy in contact with the instrument.*change tip cover in cases with extended cautery use.each of bullet items listed above have detailed explanations in the letter. This information has been shared with surgical services management and administration.